Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that loss of capture and a drop in r -wave amplitude were observed. X-ray revealed lead dislodgement. The lead was explanted and replaced. The patient condition was good after the event.